Event description:
This guide wire was being used for a ureteroscopy. The wire came unraveled inside the access sheath which protects the ureter. The urologist was able to remove the sheath with the wire inside it. Imaging was being performed and the surgeon did not note any pieces of the guide wire as having broken off. There was no injury to the patient.